Event description:
It was reported by the patient that 2 shocks were received that left pain and tingling in the heart. No additional information was provided to determine if these shocks were appropriate for the patient rhythm. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.